Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to endocarditis and vegetation on leads. The patient recovered from the extraction procedure with a care plan to continue to treat the endocarditis and eventually reimplant a new system once the infection is cleared. Additional information indicated that the origin of the contamination was the methicillin-susceptible staphylococcus aureus bacteria. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.